Event description:
It was reported that the minute ventilation (mv) feature in this pacemaker was found to have been disabled due to an unspecified reason. Rhythmcare provided guidance on the function of the mv feature. This device remains in service. No adverse patient effects were reported.